Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that nst (non-sustained tachycardia) events were recorded while the patient was in the hospital, prompting a request for device interrogation. The device could not be interrogated, despite using two different programmers. A stethoscope was used to access any alert tones coming from the device upon the telemetry wand being applied, but nothing was heard. The device was noted to be at eol (end of life). It was also noted that the patient had not been seen by the physician since implant. The device was explanted and replaced, and the lead remains in use. No patient complications have been reported as a result of this event.